Event description:
It was reported ablation was successful with the ultracinch device. The patient became unstable; however, after a couple minutes stabilized. The physician performed the ablation with an ultrawand device. The patient was then placed on the heart lung machine for the mitral reconstruction. Following that, the patient was removed from the heart lung machine and was in sinus rhythm. The patient then experienced an aortic dissection. Attempts to repair the dissection were unsuccessful and the patient expired. The ablation had already been completed and the device discarded when the patient developed the dissection. There has been no allegation that the ultracinch device caused the dissection.

Manufacturer narrative:
The device was discarded at the hospital. The cause for the reported aortic dissection and subsequent death remain unknown. There has been no allegation that the ultracinch device caused the dissection / death.